Event description:
Report provided by the jail nurse indicates that the end user experienced itching under the tape border of the wafer. This is accompanied by itching with redness and scattered open area on outside of tape border. The end user uses plain water to wash the skin, tried barrier wipes which made it worse. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.